Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric procedure, the staple was able to fire, there was poor staple formation and the staple line was incomplete centrally. The device was unable to close the tissue and had failure to close the clamps. They opened a new device to complete the case. There was no patient injury.